Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the femoral, tibial, and patellar components were reviewed with no deviations/ anomalies identified. Review of the operative notes from the primary surgery suggests that the surgical technique was not fully followed. The surgeon locked the polyethylene on the tibial component before the cement interfacing the bone and tibial component was allowed to cure. The operative notes from the revision surgery indicate that there is evidence of aseptic loosening on bone scan. During the revision surgery the femoral, tibial, and patellar components were all found to be completely loose and were easily removed by hand. The cement was easily removed. A product history search identified no other complaints for the part and lot combination of the femoral, tibial, or patellar component related to the event. Per the package inserts loosening of the prosthetic knee component is a known adverse effect associated with this procedure. Although the locking of the articular surface on the tibial component before the cement was cured could have contributed to the loosening of the tibial component, and maybe of the femoral component, it is unlikely that this deviation in the surgical technique could have contributed to the loosening of the patellar component. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Catalog # 42512200510, persona articular surface, lot # 62464382 catalog # 42540200032, persona all poly patella, lot # 62472213, manufactured by zimmer bv, ponce, puerto rico catalog # 42532007101, persona cemented stemmed tibial component, lot # 62447000, manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's knee was revised due to loosening.